Manufacturer narrative:
There was no actual failure regarding that message being present. Bench repair confirmed that the "no alarm display¿ message is present on all devices before connecting to the communication tower. After the connection is made and lead set has been inserted the message is resolved. Additional parts were replaced due to bringing the device to current rev and are not due to any failure of the device. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that there is no error alarm displayed. There is no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.